Event description:
The customer was admitted to the hospital for high blood glucose levels and diabetic ketoacidosis. Troubleshooting was performed and pump did not alarm during high pressure test. No further details provided at the time of call.

Manufacturer narrative:
Analysis revealed motor error alarm occurred during basic occlusion tests due to faulty force sensor. Unable to perform occlusion test due to motor error alarm. Unable to confirm absence no delivery alarms due to motor error alarm.